Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction was not reproduced. Although no reportable malfunction was detected, the following non-reportable malfunctions were found during the device evaluation: the adhesive part of the bending section cover was broken, there was a crease in the light guide lens: the color of the light guide lens had changed: the up/down/right/left direction is out of specification due to worn angle wires, the gap is out of specification for the up/down/right/left knobs due to worn angle wires, the suction cylinder is cut off, the universal is crumpled, the electrical connector was dented, and there was a stain on the objective lens. The user may be able to detect the suggested event by handling device in accordance with the following: instructions for use (IFU) gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" section 3.8 inspection of the endoscopic system-inspection of the suction function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a field service engineer that a colonovideoscope had a lava/c cap bonding failure, s cylinder wear and leakage from the button during suction. The issue was found during the receipt inspection. Intended procedure is unknown, but this procedure was completed with a similar device without problem. There was no patient injury or adverse event reported to olympus.